Event description:
It was reported that the recliner would not support patient weight due to broken wood on the patient right side of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.